Event description:
A caller reported experiencing a cgm error. There was no adverse impact to the customer's blood glucose level. The customer was guided through a pump reset by technical support, and after the reset, the cgm error code did not appear again. The caller successfully started their sensor session.